Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered high for na. Upon review of the alarm trace, a sample clot detection alarm was observed. The field service engineer determined the vacuum was bad and a sipper nozzle was bad. The vacuum and sipper nozzle were replaced. The customer ran an ise check. Calibration and controls had no issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted in a na value of 134 meq/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 140 meq/l. The repeat value was deemed correct. The na electrode lot number was g03. The electrode expiration date was requested, but not provided.